Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Upon further investigation it was noted that two craniotome devices and two attachment devices were used in the procedure. There was no report of a reportable malfunction with these concomitant products. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during trepanation of the skull it was observed that trepan device would not stop spinning and the trepan head was disconnected from the compact speed reducer device and the motor device and became stuck in the patient¿s head. It was reported that the dura matter was touched. It was reported that the motor device did not disengage. It was reported that there was a greater than 30-minute delay in the procedure due to the event. It was reported that an unspecified spare device available for use. There was patient involvement reported. It was reported that the procedure was completed by removing the trepan head manually. It was reported that bleeding was stopped with coagulation. It was reported that the intervention went well, with no consequence to the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: please note that the incorrect date of manufacture (dom) (may 14, 2012) was inadvertently entered into the initial report. Upon further investigation the correct dom (july 21, 2014) has been identified as the correct date and has been corrected. UDI - (B)(4). Device evaluation: the actual device was returned for evaluation. The compact speed reducer device was evaluated and the reported condition that the trepan head was disconnected from the compact speed reducer could not be confirmed. An assessment was performed and the device passed all assessments, no problem found. During device evaluation, the actual compact speed reducer device and the motor device were functionally tested with a codman perforator device, performing five (5) perforations. In each of the perforations, it was observed that the perforator successfully declutched (stopped spinning) when the inner burr penetrated the underlying surface. It was further observed that the perforator was successfully removed from the wood media after each perforation by pulling on the speed reducer device. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. This device has not been previously returned for service. A review of the device history record for did not indicate any conditions during manufacturing operations that could be related to the reported condition. This device passed all manufacturing and test requirements at the time of manufacture. If additional information should become available, a supplemental medwatch will be submitted accordingly.